Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. The analyst noted that three dvdd supply pors occurred on (B)(6) 2015. Concomitant product(s): bfxc2615165 implantable stent graft: implanted: (B)(6) 2007. Ilxc1616135 implantable stent graft: implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device experienced a flash memory failure, then the device went through a power on reset (por) more than once. The device was explanted and replaced. No patient complications have been reported as a result of this event.